Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined. It was reported that the device damage was observed before using the valvulotome for a second insertion, no damage was noted prior to use by the surgeon. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
Patient condition prior to surgery was listed as "critical limb ischemia of right lower extremity with gangrene". The case started with an angiogram of the right lower extremity and then progressed to a femoral-tibial bypass grafting using vein harvested from the ipsilateral side. Dr. Gilbertson used the valvulotome once to cut valves within the harvested vein graft. Later in the case the valvulotome was needed again but before attempting to insert it into the vein graft surgical staff discovered that the blade had detached from the tip of the device and was bent slightly. No injury was reported.